Event description:
It was reported that during a procedure to treat a de novo, concentric lesion below bifurcation in the right coronary artery with moderate tortuosity, heavy calcification and 99% stenosis, a 1.5x12 rx mini trek dilatation catheter was advanced without resistance for pre-dilatation and inflated; however, the balloon ruptured during the second inflation at 14 atmospheres. The 1.5x12 rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance and a 2.0x15 rx trek dilatation catheter was inflated twice at 8 atmospheres. Reportedly, the procedure was completed with no stent implantation since the vessel diameter was small, 2.0 mm vessel diameter and 20 mm lesion length. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete premium. Guide catheter: taiga jr4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.